Manufacturer narrative:
Of the 15 allegations of a malfunction, 8 pumps were returned to animas and investigated. Of the investigated pumps, 7 were found to be malfunctioning due to an eeprom failure. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. In q1 2017 there was 1 additional instances of cs 006 failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 15 malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service 006 issue. These reports were received from various sources. The patients associated with this allegation ranged from 185-185 pounds and between 7 and 61 years of age. Of the reported patients, 4 were male, 10 were female, and 1 was unknown.

Manufacturer narrative:
Follow up #1 07/28/2017 device evaluation: in q2 2017, there were 7 instances of call service 006 failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.